Manufacturer narrative:
Additional information. It was reported that the pump would not be returned for evaluation. The reported outflow graft obstruction could not be confirmed as the device was not available for evaluation. Furthermore, a correlation between the device and reported hemolysis could not be conclusively determined. However, based on the manufacturer's previous complaint experience, elevations in pump power and estimated flow values, signs and symptoms of hemolysis including elevated lactate dehydrogenase and plasma free hemoglobin levels, as well as suboptimal left ventricle unloading are indicators of potential device thrombosis. Thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years, 9 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted to the hospital with an elevated lactate dehydrogenase (ldh) level over 1,000 u/l, elevated plasma free hemoglobin levels, and hemolysis. The arterial pressure (ap) was decreased and the pulse pressure was increased. An echocardiogram showed that the aortic valve opened with every beat and that the flow through the outflow cannula was only 20% of the predicted flow with an 80% obstruction of the outflow lumen. An echocardiogram ramp test revealed no left ventricular filling or emptying. There was an increase in pump power and estimated flow parameters. The patient subsequently underwent a pump exchange on (B)(6) 2016. No further information was provided.